Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the rate/sense (r/s) channel which was oversensed and caused pacing inhibition. All lead diagnostics are normal. There is no noise on the shock channel. There are no adverse patient symptoms reported.